Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a higher reading with the adc device. The caregiver reported unspecified higher sensor reading as compared to unspecified capillary meter. The customer experienced seizure and loss of consciousness, and was treated with sugar, twice, by school authorities. A couple hours later, emergency services was called to school and the customer received additional treatment of 6 "pods" of sugar. The customer was taken to hospital where a healthcare meter result of 40 mg/dl was obtained as compared to sensor reading of 60 mg/dl. The customer was treated with glucose via IV at hospital. There was no report of death or permanent injury associated with this event.